Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and tacks were used to fixate the mesh. Three weeks later the patient presented with a prolapse of the abdominal wall and pain. During a re-laparoscopy the mesh was barely fixed only by 2-3 straps which were stuck to the abdominal wall. The tacks were loose in the abdomen or the omentum/bowel. The tacks looked complete but soon degraded when removed. The mesh was refixated with absorbatacks and remains implanted.

Manufacturer narrative:
(B)(4). Prolapse of the abdominal wall. Prolapse of the abdominal wall. It was reported that a patient underwent a recurrent hernia repair procedure on (B)(6) 2011 and tacks were used. The patient was discharged from the hospital on (B)(6) 2011. The patient developed a hernia recurrence in (B)(6) 2011. The patient underwent a re-operation on (B)(6) 2011. The mesh was separated from the abdominal wall. Part of the tacks loosened from abdominal wall, part were in the mesh, part were on the abdominal wall, and part were on the omentum. The mesh was re-fixated with sutures and tacks. The patient was discharged from the hospital on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01550 and 2210968-2011-01535. The same patient is represented in each medwatch.